Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('surgical clips are visible in any uterus') and embedded device ('portion of tubal occlusion embedded in the myometrium of the fundus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included migraine, pregnancy (patient has a 2-month-old newborn), uti, adenomyosis, paratubal cyst, cervix inflammation, renal calcification and drug hypersensitivity. Concomitant products included estrogens, ibuprofen (motrin) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and abortion spontaneous ("spontaneous abortion") and was found to have a pregnancy with contraceptive device ("intrauterine pregnancy estimated at 7 weeks 6 days"). The patient was treated with surgery (hysterectomy and hysterectomy). At the time of the report, the device expulsion, embedded device, abortion spontaneous and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device expulsion, embedded device and pregnancy with contraceptive device to be related to essure. The reporter commented: left-2nd attempt successfully placed and deployed - 4 coils visible, right ostia placement: 4 coils visible diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: bilateral tubal occlusion s/p essure. Pregnancy test urine - on (B)(6) 2016: negative.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: embedded device, pregnancy with contraceptive, spontaneous abortion, device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-jun-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('surgical clips are visible in any uterus') and embedded device ('portion of tubal occlusion embedded in the myometrium of the fundus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included migraine, pregnancy (patient has a (B)(6) month old newborn), uti, adenomyosis, paratubal cyst, cervix inflammation, renal calcification and drug hypersensitivity. Concomitant products included estrogens, ibuprofen (motrin) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and abortion spontaneous ("spontaneous abortion") and was found to have a pregnancy with contraceptive device ("intrauterine pregnancy estimated at (B)(6)"). The patient was treated with surgery (hysterectomy and hysterectomy). At the time of the report, the device expulsion, embedded device, abortion spontaneous and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device expulsion, embedded device and pregnancy with contraceptive device to be related to essure. The reporter commented: left-2nd attempt successfully placed and deployed - 4 coils visible, right ostia placement: 4 coils visible diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: bilateral tubal occlusion s/p essure. Pregnancy test urine - on (B)(6) 2016: negative.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: embedded device, pregnancy with contraceptive, spontaneous abortion, device ineffective. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.